Event description:
It was reported that a 34 gestational week infant, who was 6 days old, was being treated with the subject device and received a scratch on his knee when the biliblanket pad was pulled out from under him. The scratch drew blood, was treated with betadyne solution, and has since healed. The attending nurse reported that when the biliblanket pad was examined, there was a small amount of dried adhesive where the pad and cable were connected. It was also reported that the disposable cover that is supposed to be used on the pad had been cut in half crosswise by the hosp, thus exposing the area where pad and cable are connected.